Event description:
During a coronary stenting procedure, crossing difficulties were encountered. The physician was attempting to direct stent a lesion in a vein graft. Difficulty crossing the lesion was encountered. The physician tried to advance the delivery system and while doing so, the guide catheter backed out of the artery as they advanced the guide. The delivery system came out of the artery and the stent dislodged in the aortic root. The physician was able to snare the stent and retrieve it back into the femoral artery. Md then unable to bring it back into the 6fr guide. Md elected to bring the pt to the operating room for surgical cutdown of the femoral artery and removal of the stent. The pt returned to the cath lab the following week for placement of another manufacturer's stent to the target lesion. Pt is reported to be doing well.